Event description:
An endurant iis stent graft was intended to be implanted during the endovascular treatment of a 31mm aaa. It was reported that during the index procedure when the delivery system was inserted into the blood vessel to position, the screw gear broke and the stent could not be advanced any further. The physician forcibly removed the delivery system which didn't cause any damage. Another stent graft was used instead. The screw gear was not inspected before use. The cause is unknown. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: image received capturing break on the backend wheel screw gear. Screw gear is jagged and uneven at the break site. The backend wheel is partially forward. The reported deformation was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.